Event description:
Reportable based on analysis completed on 03-mar-2015. It was reported that crossing difficulties were encountered. After a 0.014 unspecified guidewire crossed the lesion, a 3.00x24mm promus element ¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion. The procedure was completed with another of the same device. The patient's status was stable. However, returned device analysis revealed stent damage

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts on the four most distal rows were raised, distorted and misaligned. The balloon was visually and microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands.a visual and tactile examination found that the distal end of the shaft polymer extrusion was kinked at various positions. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).